Event description:
A customer contacted beckman coulter inc. (Bci) regarding low prostate specific antigen (psa) result from a single patient sample that was generated by the access 2 instrument. The initial psa result was 2.7ng/ml. The result was reported out of the lab and questioned. On the next day, the customer re-poured sample from a different sample tube and tested for psa. Psa result of 4.6ng/ml was obtained. An amended report was issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment connected with this event.

Manufacturer narrative:
Qc was within specifications. However, actual data was not provided. System check information was not supplied. The specimen collection devices and pre-analytical sample handling information was not provided. Based on available information, sample a was received frozen from an off-site clinic and was thoroughly mixed prior to analysis. The specimen was not re-centrifuged. The customer did not report any other assay or patient result issues. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse verified that volume checks for all three dispense probes and the substrate prove were correct. The fse performed pipettor alignments. The fse replaced the following components: all pulleys, pinch rollers, and mixer belt. The fse verified the instrument per established procedures. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.